Event description:
It was reported that the patient expired due to be possible congestive heart failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Device and leads were explanted. No further information is available at this time.

Manufacturer narrative:
The device was at or below elective replacement indicator upon receipt.